Event description:
It was reported that the customer's insulin pump alarmed battery out limit, and had no button response. There was no significant event reported leading up to the button/keypad anomaly. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 10.0 mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump has cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.